Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04225. It was reported the patient was reprogrammed after implant for stimulation coverage to cover both legs, but the patient felt pressure. Reprogramming was able to provide the desired stimulation to the low back and the right leg, but the left leg was not receiving stimulation. The patient reported unwanted left rib stimulation. The physician opted to reposition the percutaneous lead (device 1) and added a new lead to the existing array on (B)(6) 2014. It was reported the pressure and the rib stimulation were resolved, and the patient was well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.